Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a malfunction with the safety clamp. This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a malfunction with the safety clamp was confirmed and duplicated by baxter. The assignable cause for this condition was a dirty slide clamp sensor. The slide clamp sensor was cleland and resoldered to correct this condition. Should additional information be received a follow-up medwatch will be submitted.